Event description:
In 2008, the patient's mother reported the screen on the patient's insulin infusion device does not properly display. She said "parts of the display work and parts don't." She was advised the patient should not continue to use the device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.